Manufacturer narrative:
There is no patient involvement; therefore, patient information does not pertinent to the investigation. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a new centrimag blood pump was primed for back up and when the rpms were increased for priming the pump was "clicky" loudly and caused concern. The primed circuit was moved to 2 other motors for assessment and the pump continued to rattle very loudly. The pump was removed from service for concern and requested to have it returned for evaluation.

Manufacturer narrative:
Section d2b: device product code corrected section d4: catalog number and primary UDI corrected section d5: operator of device corrected section g1: manufacturing site information corrected section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Section h6: health effect - impact code corrected manufacturer's investigation conclusion: evaluation of the returned centrimag blood pump confirmed that the pump was not properly rotated in the motor, which caused pump damage with noise. A specific cause for the pump not being properly rotated in the motor could not be conclusively determined through this evaluation. The centrimag blood pump, lot l08142-la4, was returned with a short piece of tubing connected to the outlet port. The pump¿s inlet and outlet ports appeared unremarkable. Impression marks were noted next to two of the four grooves on the periphery of the blood pump housing. Examination of the interior of the pump housing found concentric scratches/gouges in the clear housing beneath the impeller blades. The impeller blades also had evidence of material abrasion along the bottom/back sides of the blades. The rotor base and well showed no evidence of abnormal scratching or damage. There was no evidence of separation or slippage between the rotor magnet and body. The returned pump was forwarded to the abbott zurich research and development (r&d) team for investigation. The r&d team determined that since the pump was or could not be placed (rotated) correctly, the pump was tilted by tightening the setscrew. This is indicated by the imprint of the setscrew next to the recess instead of inside the recess. By recreating this situation (tilted pump inside the motor), the rattling noise, in other words, contact between the impeller and pump housing, could be reproduced and confirmed. Also, the abrasion/damage pattern inside the pump proves the contact between rotor and stator. The marks on impeller and housing match exactly and the orientation of the generated particles corresponds to the direction of rotation. Analysis identified that the pump housing was deformed and the two dimensions of pump housing geometry which interact with the locking mechanism of the centrimag motor were out of specification. Further investigation by the abbott zurich manufacturing team determined that the pump being out of specification was manufacturing related, and a supplier corrective action request (scar) was initiated. A corrective action and preventative action (CAPA) investigation has also been opened to address deformed centrimag pump housings with dimensions out of specification. Review of the device history record for the centrimag blood pump, lot l08142-la4, revealed no relevant deviations from manufacturing or quality assurance specifications. Non-conforming material report (ncmr) would not have impacted the reported event; the ncmr resulted in the successful replacement of pump case labels. The centrimag blood pump instructions for use (IFU) (rev. C) is currently available and provides the following warnings and cautions: IFU warning #10: frequent patient and device monitoring is recommended. IFU caution #8: ensure the pump is properly locked into the motor per the instructions for use supplied with the motor. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. The section titled ¿pump setup and operation¿ provides instructions for how to mount the blood pump on the motor. The following instructions are provided: to mount the pump on the motor, remove the pump from the inner tray and insert the pump into the motor receptacle. Place the bottom of the pump into the motor receptacle with the outlet port positioned in the large groove. Match the grooves on the periphery of the pump with the fittings on the motor receptacle. Rotate the pump counterclockwise until the pump locks securely into place. Thread the retaining screw clockwise to secure in place. The pump must be fully seated into the receptacle to function properly. The section titled ¿emergency backup equipment¿ states that a backup sterile pump and supplies to prime must be available. The current revision of the instructions for use (IFU) can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.